Manufacturer narrative:
This report is submitted on 9 july 2020.

Event description:
Per the clinic, the patient's internal magnet was explanted due to a lack of benefit with the device (date not reported).

Event description:
Correction: date of awareness should be 5 june 2020 not 15 may 2020 as previously reported.

Manufacturer narrative:
Correction: date of awareness should be 5 june 2020 not 15 may 2020 as previously reported. This report is submitted on 10 august 2020.